Event description:
Facility reports that while lowering a pt with the lift, the lift "shorted out" and stopped functioning. The pt was not positioned properly in the sling and began to fall forward. The caregiver grabbed the pt to physically transfer them to the commode which caused him (caregiver) to strain his back.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.